Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this system received inappropriate shock therapy due to noise and oversensing. A technical services data review confirmed the inappropriate therapy and provided troubleshooting recommendations. Based on the technical assessment, it was stated the noise was likely a sense b electrode noise, for which a vector change could completely resolve. To date, no surgical intervention has been required and no adverse patient effects reported. It was subsequently stated the patient was seen in clinic and the noise unable to be recreated. For this reason, no medical nor surgical intervention was required and the patient released for normal follow-up.